Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had an episode of ventricular tachycardia (vt) that was initially not treated. The detection ehancements were programmed on but the sustained rate detection (srd) was programmed off. The episode of vt was gradual in onset and was moving in and out of the programmed vt-1 zone, therefore, it was never declared an episode as it did not meet either detection or duration.